Manufacturer narrative:
Product event summary:the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable pulse generator (ipg) reached recommended replacement time (rrt) with premature depletion. The device reverted to default settings after rrt was triggered. It was noted that the patient experienced cardiac arrest and entered into a coma. The ipg remains in use and a replacement procedure is scheduled. The patient has recovered from the coma and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.